Manufacturer narrative:
Patient called stating, "that the balloon has a leakage and is causing her to get irritation can we replace her this item." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Patient called stating, "that the balloon has a leakage and is causing her to get irritation can we replace her this item."